Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples rec'd: 22 unopened racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the needle attachment of the samples rec'd and the results fulfill the requirements of the OEM. Needle attachment results conducted on samples before releasing the product were within manufacturers specification. Tested the knot pull tensile strength of the samples rec'd and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.